Event description:
Reportedly, during a routine follow-up on (B)(6) 2017, it was not possible to interrogate the subject device with the programmer. No leds on the programming head were on. The device was implanted on (B)(6) 2016 and not updated to the new firmware version. Following livanova recommendations, a recovery procedure was performed on (B)(6) 2017, resolving the inductive telemetry issue.

Event description:
Reportedly, during a routine follow-up on (B)(6) 2017, it was not possible to interrogate the subject device with the programmer. No leds on the programming head were on. The device was implanted on (B)(6) 2016 and not updated to the new firmware version. Following livanova recommendations, a recovery procedure was performed on (B)(6) 2017, resolving the inductive telemetry issue.